Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the unit will not start up with battery in; but will boot up without battery. The device was not changed out. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.